Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (abb dmg prior tctl cng w/moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission distributor. Device evaluation: the device has been returned and evaluated by product analysis on 08/27/2015 with the following findings: on examination, there was no visible evidence of moisture observed. A leak test was performed, revealing moisture leakage at the audio bolus button. The audio bolus button cover was found to be damaged; punctured. On testing the audio bolus button was found to be responsive. The audio bolus button cover was removed for further investigation and did not reveal any evidence of moisture inside the audio bolus button cover. The pump was opened for investigation; no evidence of moisture was found inside the pump. Investigation confirmed a leak at the audio bolus button with a damaged button cover; however, functionality was intact.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.